Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('abnormal bleeding( general)') in a 41-year-old female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation, cholesterol levels raised, dysmenorrhea, adenomyosis and breast prosthesis implantation. Blood pressure is 102/64. Previously administered products included for an unreported indication: codeine, lipitor, zyrtec, depo provera and hydrochlorothiazide. Past adverse reactions to the above products included nausea with codeine. Concurrent conditions included irregular menstrual cycle, back pain, hypertension, intra-abdominal bleeding, uterine enlargement, uterine myoma, chronic cervicitis and paratubal cyst. The patient also had a family history of diabetes, heart disease, unspecified, cancer, stroke and hypertension. Concomitant products included celecoxib (celexa) for anxiety, simvastatin (zocor) for hyperlipidemia, lisinopril since 2008 for hypertension as well as atorvastatin calcium (lipitor), atorvastatin since (B)(6) 2011, fluoxetine hydrochloride ("fluoxetine") since (B)(6) 2011, medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2012, oral contraceptive nos since 2007 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression mental and anguish"). On (B)(6) 2012, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and mood swings ("mood swings"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, fatigue, hormone level abnormal and mood swings outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure devices were placed, leaving 4 coils in each side without any complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was "successfully" occluded.; on (B)(6) 2012: total bilateral occlusion (as per pfs).the essure implants are in appropriate position and both tubes are occluded. (As per mr). Pathology test - on (B)(6) 2015: uterus, hysterectomy with bilateral salpingectomy. Serosa: benign subserosal leiomyomata. Endometrium: disordered proliferative phase pattern. Myometrium: benign intramural leiomyomata, adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: dyspareunia, menorrhagia and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received. Event: mood swings were added. Event outcome :abnormal bleeding( general) were updated to recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('abnormal bleeding( general)') in a (B)(6) female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation, cholesterol levels raised, dysmenorrhea, adenomyosis and breast prosthesis implantation. Blood pressure is 102/64. Previously administered products included for an unreported indication: codeine, lipitor, zyrtec, depo provera and hydrochlorothiazide. Past adverse reactions to the above products included nausea with codeine. Concurrent conditions included irregular menstrual cycle, back pain, hypertension, intra-abdominal bleeding, uterine enlargement, uterine myoma, chronic cervicitis and paratubal cyst. The patient also had a family history of diabetes, heart disease, unspecified, cancer, stroke and hypertension. Concomitant products included celecoxib (celexa) for anxiety, simvastatin (zocor) for hyperlipidemia, lisinopril since 2008 for hypertension as well as atorvastatin calcium (lipitor), atorvastatin since (B)(6) 2011, fluoxetine hydrochloride (fluoxetine) since (B)(6) 2011, medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2012, oral contraceptive nos since 2007 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression mental and anguish"). On (B)(6) 2012, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, fatigue and hormone level abnormal outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure devices were placed, leaving 4 coils in each side without any complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2012: total bilateral occlusion (as per pfs).the essure implants are in appropriate position and both tubes are occluded. (As per mr). Pathology test - on (B)(6) 2015: uterus, hysterectomy with bilateral salpingectomy. Serosa: benign subserosal leiomyomata. Endometrium: disordered proliferative phase pattern. Myometrium: benign intramural leiomyomata, adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: dyspareunia, menorrhagia and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and medical record received: case became incident. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dyspareunia, abnormal bleeding (general), fatigue, hormonal changes were added. Lot number, essure removal date, patient¿s demographics details were added. Event outcome of pelvic pain was updated to recovering/resolving. Events onset date, medical history, concomitant condition and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('abnormal bleeding( general)') in a 41-year-old female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation, cholesterol levels raised, dysmenorrhea, adenomyosis and breast prosthesis implantation. Blood pressure is 102/64. Previously administered products included for an unreported indication: codeine, zyrtec, depo provera, hydrochlorothiazide and lipitor. Past adverse reactions to the above products included nausea with codeine. Concurrent conditions included irregular menstrual cycle, back pain, hypertension, intra-abdominal bleeding, uterine enlargement, uterine myoma, chronic cervicitis and paratubal cyst. The patient also had a family history of diabetes, heart disease, unspecified, cancer, stroke and hypertension. Concomitant products included celecoxib (celexa) for anxiety, simvastatin (zocor) for hyperlipidemia, lisinopril since 2008 for hypertension as well as atorvastatin calcium (lipitor), atorvastatin since (B)(6) 2011, fluoxetine hydrochloride (fluoxetine) since (B)(6) 2011, medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2012, oral contraceptive nos since 2007 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression mental and anguish"). On (B)(6) 2012, the patient was found to have hormone level abnormal ("hormonal changes"). In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In april 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, fatigue and hormone level abnormal outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure devices were placed, leaving 4 coils in each side without any complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2012: total bilateral occlusion (as per pfs).the essure implants are in appropriate position and both tubes are occluded. (As per mr). Pathology test - on (B)(6) 2015: uterus, hysterectomy with bilateral salpingectomy. Serosa: benign subserosal leiomyomata. Endometrium: disordered proliferative phase pattern. Myometrium: benign intramural leiomyomata, adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: dyspareunia, menorrhagia and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 41-year-old female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation, cholesterol levels raised, dysmenorrhea, adenomyosis and breast prosthesis implantation. Blood pressure is 102/64. Previously administered products included for an unreported indication: codeine, lipitor, zyrtec, depo provera and hydrochlorothiazide. Past adverse reactions to the above products included nausea with codeine. Concurrent conditions included irregular menstrual cycle, back pain, hypertension, intra-abdominal bleeding, uterine enlargement, uterine myoma, chronic cervicitis and paratubal cyst. The patient also had a family history of diabetes, heart disease, unspecified, cancer, stroke and hypertension. Concomitant products included celecoxib (celexa) for anxiety, simvastatin (zocor) for hyperlipidemia, lisinopril since 2008 for hypertension as well as atorvastatin calcium (lipitor), atorvastatin since (B)(6) 2011, fluoxetine hydrochloride (fluoxetine) since (B)(6) 2011, medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2012, oral contraceptive nos since 2007 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression mental and anguish"). On (B)(6) 2012, the patient was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding( general)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and mood swings ("mood swings"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, dyspareunia, fatigue, hormone level abnormal and mood swings outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure devices were placed, leaving 4 coils in each side without any complications. Plaintiff received treatment for pain, bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2012: total bilateral occlusion (as per pfs).the essure implants are in appropriate position and both tubes are occluded. (As per mr). Pathology test - on (B)(6) 2015: uterus, hysterectomy with bilateral salpingectomy. Serosa: benign subserosal leiomyomata. Endometrium: disordered proliferative phase pattern. Myometrium: benign intramural leiomyomata, adenomyosis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: dyspareunia, menorrhagia and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event : physical pain , abnormal bleeding (vaginal) , abnormal bleeding (menorrhagia) was added as recovered. Event genital haemorrhage was updated to nonserious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.